Manufacturer narrative:
The insulin pump passed the basic occlusion, occlusion, priming, excessive no delivery and displacement tests. There was no unexpected no delivery alarm on the device. The insulin pump was received with cracked case at the lcd window corners and scratches on the lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call high blood glucose and no delivery alarm. Customer's blood glucose level was above 600 mg/dl. Customer's mother advised they attempted to give a 16 unit bolus to the patient but when the device reached 10 units the max filled reach alarm occurred. Customer received three no delivery alarms on the same day. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.